Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that patient stated that they had to have her leads removed due to the device shocking bladder but has also stated that they should be getting a new one.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. The trial began (B)(6)2021. The patient reported that they had to have the leads removed due to the device shocking their bladder, but also stated they 'would be getting a new one'. Contributing factors, actions/interventions and resolution were unknown. Additional information was received from the patient. They reported they were having difficulty with the stimulation. They had cut off the belt, but did not disconnect the leads from the device. They said they had been feeling stimulation down their leg and not in their bladder beginning friday. They were instructed on how to turn the stimulation on and it was set at 1.0 volts, which the patient could feel in their hip. They were informed the stimulation should be felt in the bicycle seat/pelvic floor area and it was possible to feel stimulation in the leg, foot and toe as well. They were also informed the stimulation should always be comfortable when felt. Additional information was received from the healthcare provider on (B)(6)2021. They reported the cause of the shocking and lead removal was the patient needed to be reprogrammed. The patient progressed to stage2. They were going to continue to assess and reprogram as needed, the issue was resolved at the time of the report, the device was in place and functional. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.